Event description:
Boston scientific was notified of the following event: following unsuccessful detachment of the gdc coil, the attending physician attempted to retrieve the coil. During retrieval, it was reported that the coil stretched in the parent artery. While removing the gdc coil from the parent artery, it was necessary to intentionally break the coil in order to retrieve it. The subject pt experienced a stroke. Following the procedure, the product's pusher wire was disposed of and will, subsequently, be unavailable for a technical evaluation.